Event description:
It was reported that during a da vinci-assisted surgical procedure when the surgeon sat down on the console, a suspected foreign body was found in the patient. The foreign body and all instruments were retrieved and changed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator (roco) and obtained additional information: a piece of foreign body was found in the patient once instruments were inserted. The foreign body will be sent to intuitive with instruments. The instruments were inspected prior to use. No surgical task was being done; instruments were inserted into the body when the foreign body was found. There was no instrument colliding. Fragments were retrieved by a laparoscopic hunter grasper. All fragments were retrieved. No post-operative test was done. The procedure was completed robotically. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A visual inspection displayed no signs of physical damage. There were no pieces found missing. There were no fragments returned with the instrument. The instrument was fully functional. No product issue was identified. .